Manufacturer narrative:
No product was returned. The cause of the sepsis and fever was not determined due to insufficient clinical details. The cause of the bleed and hematoma was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
The complainant reported that a patient presented to the hospital with shortness of breath and chest pain. And was found to have non-st-elevation myocardial infarction. Left heart catheterization was done showing heavily calcified proximal left anterior descending artery and was turned down by surgery. A decision was made to proceed with impella cp assisted primary percutaneous coronary intervention (pci). Prior to the case, the patient was intubated due to worsening shortness of breath and inability to lie flat. During intubation, the patient became hypotensive requiring significant levophed to maintain pressure. The right femoral artery was accessed and the groin angiogram showed tortuosity in the vessel. Due to history of heparin-induced thrombocytopenia, angiomax bolus was administered. It was report that a hematoma was noted with a small ooze at the impella site. Angiomax was held and activated clotting time was 235. Manual pressure was held and the hematoma resolved. Hemoglobin dropped to 6.7 from 7.5 preprocedural. One unit of blood was ordered. It was also reported that there was suspicion that the patient is septic from pneumonia. The patient was febrile and antibiotic treatment continued. Improved hemodynamics were noted. The bleed and hematoma at the impella site were resolved. Later, it was reported that hospice was consulted. The treatment team discussed options with the family and the decision was made to wean and remove the impella to proceed with hospice. The impella removal was uncomplicated however, the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist. Section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿